Manufacturer narrative:
Results: the pet lock was intact on the proximal end of the ruby coil pusher assembly. The pusher assembly was kinked approximately 46.0 cm from the proximal end. The embolization coil was intact with the pusher assembly. Conclusions: evaluation of the returned device confirmed the pusher assembly was kinked. This damage likely occurred due to forceful manipulation of the ruby coil at extreme angles during removal from the packaging. Ruby coils are 100% functionally and visually evaluated during in-process inspection. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns.

Event description:
During preparation for a coil embolization procedure, the ruby coil pusher assembly was found to be kinked as it was being taken out of the package. The kinked ruby coil pusher assembly was found prior to use and therefore, the ruby coil was not used for the procedure. The procedure was completed using a new ruby coil.